Manufacturer narrative:
Despite multiple requests, no further event information has been received. The lens was not returned for evaluation. The lot number is unknown. A review of the nonconformance database for the previous three years did not identify any nonconformances that could have potentially contributed to the reported complaint issue. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time. If further information is received or if the lens is returned for evaluation, a follow-up report will be submitted.

Event description:
It was reported that after implantation of the intraocular lens, on post-op day two there was a tear to the capsular bag resulting in the lens resting on the retina. Despite multiple requests, no additional information has been provided.